Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be read and interrogated. There was a possibility that elective replacement indicator had been reached. Discussed magnet response to check battery status. The field representative was not made aware of the situation. He suggested the pacemaker might have been changed to a non-bsc device. No adverse patient effects were reported.